Manufacturer narrative:
Section d10: device available for evaluation? Yes. Returned to manufacturer on 12/10/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received inside a specimen cup. A completed jjsv shipping guide was received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptic. And that the lens was received cut in half. Which is consistent with a lens, that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was explanted from left eye due to patient stating that she cannot see far in her left eye but can see close. Post-op refraction -1.50. The lens was explanted and replaced with a same model lens, but lower diopter power, 18.5. There were no additional surgical/ medical intervention required, no injury. No prescription was given to the patient outside of the normal post-operative treatment. Distance vision is improving, near vision is not good. No further information provided.